Event description:
Customer's wife reported a low blood glucose event. Caller stated that her husband has been running high for the past few days. The previous night he had a low and the paramedics were called. Caller stated that customer had treated the high with a manual injection and later a bolus from the insulin pump. Caller was advised to wait until the active insulin has time to work through the system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.